Event description:
When tightening the transverse connector with torque wrench, the connector broke. The transverse connector was replaced with another same new one. No adverse consequences were reported.

Event description:
When tightening the transverse connector with torque wrench, the connector broke. The transverse connector was replaced with another same new one. No adverse consequences were reported.

Manufacturer narrative:
The reported event was confirmed via communication with the representative. The device was not returned, therefore inspection could not be performed. Product history review was reviewed for the lot, and no relevant manufacturing issues were identified. Based on the surgical technique guide, the transverse connector is designed for added torsional rigidity of a bilateral rod construct. The clip-on design features a very low profile and does not add significantly to the height of the construct. The transverse bar is available in 40, 60, and 80mm lengths. The bar of the transverse connector can be cut so that the length can be adjusted to better match individual patient anatomy. The torque wrench must be used for final tightening of all connector set screws. The recommended torque value is the same as for the blockers: 3nm. The root cause of the reported event could not be determined since the device was not returned. Potential root causes include a difficult angle for insertion and/or previous damage to the clip during insertion. Device not returned.